Manufacturer narrative:
The customer report of a possible over infusion was not confirmed. Physical inspection noted the device to be in good condition. Review of the pcu event logs shows that on (B)(6) 2015 at 12:12pm, the device was programmed to infuse a 100ml volume at a calculated rate of 33.333ml/hr. Fourteen minutes later a patient-side occlusion alarm occurred, and the infusion was restarted. At 12:52pm, the door was opened for 5 seconds and then closed; the infusion was then restarted and then paused 10 seconds later. Eleven minutes later the device was channeled off. Accounting for alarms and other interruptions the actual infusion time was approximately 40 minutes and 12 seconds, with a calculated total volume infused of approximately 22.3333ml. Flow rate and time rate accuracy testing and "door ajar ¿ safety clamp sensor¿ testing was performed; the device passed all testing and was found to be in specification. The root cause was not determined.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the pump was setup in a "piggyback formation", programmed correctly for a rate of 33ml/hr, and it infused 300-400ml in 46 minutes. No report of patient harm.